Event description:
It was observed during device evaluation that the colonovideoscope exhibited white foreign objects in the air/water (aw) tube, and air/water (aw) cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the white foreign objects observed in the air/water (aw) tube, and air/water (aw) cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.